Event description:
A nurse clincian had been splashed in the eyes during the process of transferring a gynecological sample from the cytobrush/spatula collection devices to the presercyt solution vial. The dr had the nurse clinican rinse their eyes according to the msds for preservcyt solution and also treated pt with antibiotic eye drops as a precationary measure. The nurse clinician reported that they experienced redness and irritation in their eyes for about 24 hours after the incident but that it cleared up soon after. Pt has experienced no lingering effects as of 9/2002. If cytyc obtains additional info it will be forwarded to the FDA via a supplemental report. The nurse clinician also indicated that they typically dispensed the sample into the vial by scraping the cytobrush with the spatula and that they had been splashed in the eyes on previous occasions using this method. The nurse clinician was informed that cytyc's recommended collection protocol could be found in the "instructions for use" insert which is distributed with the collection devices. Cytyc technical support has confirmed that the pmr has followed up with the dr and the nurse clinician on the proper method of collecting a gynecological sample to be processed using the thinprep system.